Event description:
It was reported that during a visit to the emergency room (ER) the patient of this implantable cardioverter defibrillator (ICD) received commanded shocks. No additional information was provided at this time. No additional adverse patient effects were reported. The device remains in service.